Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr got stuck in the lesion. Access was obtained via the right femoral artery. The 75% stenosed target lesion was located in the severely calcified proximal to distal right coronary artery. A rotawire was advanced and treatment was performed with a 1.25mm rotalink device at 200,000 rpm. Intravascular ultrasound was performed and then the 1.25mm burr was switched out for a 1.75mm rotalink plus device. During ablation, rpm dropped 30,000 and the burr became stuck in the lesion. It was noted that the burr was "jumping" during ablation. To retrieve the burr, another access site was obtained via the left femoral artery. The 1.75mm rotalink plus proximal drive shaft and sheath were cut and a non-bsc guide catheter was advanced over the burr in order to free the burr from the lesion.